Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
"Hello, good afternoon! I had my left knee replacement on (B)(6) 2017. From day one I was in severe pain. No therapy helped me to cure my pain, I keep on complaining to my doctor about imbalance, risk of fall, and painful walk. My doctor realized about a faulty part, he said the middle plastic part is small and top and bottom femur and tibia is scrubbing each other gives you a pain. Doctor advised me to have a revision of surgery in 5 to 6 months. I was not ready or expect to go thru any surgery. My doctor was aware of the wrong part and ready to do a revision. Well, finally I had my revision of surgery done on (B)(6) 2020. That faulty part was removed and insert a correct size which is not loose by another doctor. Please help me."